Event description:
It was reported that during a procedure to treat the completely occluded proximal internal iliac artery, balloon angioplasty was performed with an unspecified dilatation catheter and a perforation occurred in the mid segment of the internal iliac artery. Two non-abbott bare metal stents were then advanced into the patient anatomy and deployed to treat the perforation, but the perforation was not sealed. A 3.0 x 19 mm grafmaster stent system was advanced into the internal iliac artery and would not cross to the target site. The device was removed. A 3.0 x 16 mm graftmaster stent was then advanced and deployed in the mid vessel. Post-dilatation was performed; however, the perforation was not completely sealed, as it was noted that there was still extravasation of contrast. A 3.0 x 12 mm graftmaster stent was advanced and deployed more proximally, slightly overlapping the first graftmaster stent. Post-dilatation was performed; however, the perforation was not completely sealed. A 3.5 x 16 mm graftmaster stent was then advanced and deployed more proximally. Post-dilatation was performed and the perforation was sealed at this point. Angiography was performed and confirmed that there was no residual perforation. During the procedure, while the perforation remained unsealed, the patient's blood pressure dropped and neo-synephrine and fluids were administered to treat the blood pressure. The patient's blood pressure stabilized once the perforation was sealed. A repeat hemoglobin noted that the patient's hemoglobin levels had dropped from 14 to 12. There was no adverse patient sequelae; however, there was a clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .018 treasure 12, .018 glidewire. Guide cath: quick cross. Other: neo-synephrine, fluids. The 3.0 x 16 and the 3.0 x 12 graftmasters are being filed under separate medwatch MFR numbers. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. As there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the reported incident. Additionally, it was noted that the lesion being treated was totally occluded and may have contributed to the reported difficulties. As it was discarded by the account, the product was not returned for analysis and may have assisted in the investigation. However, the failure to advance is not generally associated with a product quality deficiency and was likely related to an interaction with the totally occluded vessel and/or previously implanted stents. The reported patient effects of hypotension and hemorrhage, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. The reported hypotension which was treated with medication was likely a secondary effect of the inability to initially seal the leak (hemorrhage) and may have contributed to a drop in the hemoglobin levels (test result). This likely caused a delay in treatment as additional graftmaster stents were required to treat the perforation. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself, the inability to initially treat the perforation and/or the overall condition of the patient may have contributed to these reported patient effects. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. It was reported that the graftmaster was used in an attempt to treat the common internal iliac artery. It should be noted that the IFU states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. It is unknown how the use of the graftmaster in the common iliac artery contributed to the reported patient effects. A review of the lot history record for the reported lot was performed and revealed no associated nonconforming material records, indicating all lot release testing met specification. To assure that all products perform according to specification, stent delivery systems are 100% leak tested and visually inspected for catheter and stent/foil damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement. Based on the investigation, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.